Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to duplicate the customer's reported issue. All testing was performed using a good known test ac adapter. When the ventilator is powered on, with the external power source, the ventilator turns on intermediately. Further testing revealed the unit is not accepting a charge due to a damaged strain relief on the pigtail. Vyaire medical installed a good known test pigtail and the ventilator powered on without any abnormalities. Internal inspection did not reveal any abnormalities with the ventilator. Review of the event trace revealed multiple ¿ln vent1¿ (reset) conditions. All other event trace entries were consistent with normal ventilator operation. Vyaire medical replaced the pigtail to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the external battery's pigtail had shorted and sparked when attached. There was no report of any patient involvement associated with this complaint.